Event description:
Syringes with needles are banned on amazon and they are reviewed under the otc category, but we didn't check their credentials on the FDA website, so it's illegal to sell them. My classmates got addicted to drugs because of buying them, and the quality of the product is not good. The needles break off after being implanted in the body. Now, his body has a lot of negative effects. Maybe, he bought this product because he can inject drugs.